Event description:
The complainant stated that the caster will not set into brake on the head brake/steer pedal, but will set on the foot brake/steer pedal.

Manufacturer narrative:
The technician inspected the stretcher and found the brake was not working. This was due to broken set screws in the hex rods allowing the hex rod to come out of the casters. The technician installed two brake casters, two hex rods and the set screws to repair the stretcher.